Event description:
When interrogating the implantable neurostimulator with the physician programmer in 2009, the device serial number was required. Since it was not available, the field rep continued as usual. Programming went normally. The following day the pt programmer was unable to communicate with the neurostimulator. Approx 1 week later, interrogation with the physician programmer was unsuccessfully attempted. It appeared the device was in a power on reset condition. The cause of the power on reset was not clear. The neurostimulator was replaced. There was no injury associated with the event. The pt status after surgery was 'good'.